Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 203315.

Event description:
It was reported that the patient had an infection due to impaired wound healing. It was the wound from the cervical paddle that was placed at the base of the neck. Cultures were taken and CT scan was performed and the results were negative and normal, respectively. Physician believed that the infection was not device related but rather related to other medical conditions since patient was diagnosed with cancer.